Event description:
Initial result for a pt co2 was 47 mmol/l. When repeated, the result was 29 mmol/l. The incorrect result was not used to guide therapy. The field svc rep found the instrument was contaminated and repaired the instrument by replacing the probes.